Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient stated they were hardly able to walk since starting the evaluation, and they were in pain. On (B)(6) it was reported that the patient was in the hospital at the time of the call. No further complications were reported.